Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level had no adverse impact. No additional product or event information was available.